Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had problem charging the implant and it was found that the implant had flipped over. No traumas or falls were reported to be related to the issue. The patient had the implant switched to a different model.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the patient had poor coupling while charging the ins and that the ins recharger antenna was damaged. The patient tried charging for 45 min and at first got 2, then 4-6 bars but then back to 0 bars. The patient tried positioning the antenna all over their butt cheek. Turning the antenna dial and repositioning the antenna, and performing antenna locate did not resolve the issue. A new antenna was sent to the patient but the coupling issue persisted, so the patient was redirected to an hcp to get the device checked. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 37791, product type: recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-09-05. The rep reported that the patient was experiencing poor coupling. The rep reported that the patient had 2 bars at best and was previously able to get 8. The rep reported that they tried another recharger with the same result. The rep reported that they did antenna locate and thought they had a range of 30-50. There were no pocket issues reported. The rep reported that they would get an x-ray to determine if the neurostimulator (ins) was flipped. No further complications were reported.